Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, a sensor not found error occurred. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event that the sensor not found could not be confirmed. A root cause could not be determined.